Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that they experienced a red rash on (B)(6) 2013, from their sensor patch. Medical attention was sought at the time. The patient is reported to be doing okay. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). A root cause cannot be determined.